Event description:
At about 7 months after the primary, the patient came in due to signs of infection and the pathogen is unknown. The surgeon performed an I&d and poly-swap and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 10-aug-2023: lot 2202769: (B)(4) items manufactured and released on 11-may-2022. Expiration date: 2027-04-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.